Manufacturer narrative:
H3: the solitaire fr 6-30 stent device was returned for analysis. The non-mdt (taijie) catheter was not returned with the stent. Additionally, the catheter size and model were not reported. Therefore, any contributing factors from the catheter, including compatibility with the stent, cannot be determined. The finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The solitaire fr 6-30 stent working length and non-working length are in good condition. No irregularities were found outside the proximal marker. The marker coil appeared to be bent. No damage was noted on the pushwire. No other anomalies were found. Due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Based on the reported information and device analysis, the customer¿s complaint of ¿kinked/damaged¿ was confirmed as the returned solitaire fr 6-30 stent device marker coil was damaged. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 through the catheter against resistance. The root cause cannot be determined, but possible causes include moderate vessel tortuosity, incompatible/damaged catheter, and lack of continuous flush during the delivery. Since the catheter was not returned, any contribution of the catheter to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire encountered resistance and was kinked while being delivered to the tip of the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an emergency thrombectomy. The patient¿s vessel tortuosity was moderate. Parent vessel, branch vessel and bifurcation span was not specified. Stroke onset to reperfusion time was 4.5. The patient was admitted to the hospital in an emergency and was diagnosed as acute cerebral infarction. After angiography, it was confirmed as c6-segment embolism of internal carotid artery, and the emergency thrombectomy was planned to be performed. The proximal intermediate catheter was used for support, and the distal taijie microcatheter was used to pass through the embolic segment with the avigo guide wire. Angiography showed that it was in the true lumen and the distal blood vessel was unobstructed. Swim was ready to be taken for the thrombectomy, and 6-30sfr stent was selected to perform the thrombectomy. The stent was packaged completely and fully hydrated. The stent was delivered from the y valve into the microcatheter, and slowly pushed it. At first, the stent was delivered normally, but there was a sudden resistance. And the stent could not be delivered to the tip of the microcatheter. After repeated operations, the problem could not be solved. After that, the stent was withdrawn, it was found that the soft connection of the stent was kinked. In order to ensure the safety of patient, it was replaced with the new thrombectomy stent, and the above operations were repeated, the stent entered the microcatheter normally, and the surgery went smoothly. There were no patient symptoms or complications associated with this event. Additional information received that the cause of the resistance/kink was not determined. The resistance was in the middle of the catheter. There was no catheter damage identified. Ancillary devices: taijie microcatheter, avigo guide wire.